Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed failed battery test. The customer already had the battery cap replaced. The patient's blood glucose at the time of incident is unknown. The alarm history was reviewed and there were three prior failed battery test alarms in the month of june. Troubleshooting was declined. No products were returned as of yet and a loaner insulin pump was sent to the customer.